Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when faradrive catheter was inserted into the sheath and air was aspirated, air was continuously drawn from the valve. The pump was at the rate of 60ml/hr was used for irrigation. No leak or air in patient was observed. Coronary sinus catheter was inside the sheath prior to, and/or at the time, the air was observed. Therefore, the procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.